Manufacturer narrative:
It was reported fourteen syringes leaked. A total of fifteen samples were submitted to the quality team for investigation. No damage or other defects were observed on the samples that could have contributed to the reported leak. Leakage testing was performed on the returned syringes, and all products were verified to meet applicable specifications, with no leakage observed. A device history review was performed for reported lot: 2503012, no deviations or non-conformance's related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. As no leakage was identified on the returned samples, a root cause for the reported leakage could not be established at this time. Complaints related to this device and the reported condition will continue to be monitored by the quality team for any indication of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: 14x bd luer-lok syringes 50ml, lot 2503012, reason: leaking.